Event description:
Borrelia burgdorferi elispot lymphocyte transformation test 26yrs ago. I went down with severe flue symptoms-aching all over body-pain in spine (I prayed to die on two occasions) knees swollen and hot/red/fatigue (had to have help in going to the toilet). Gp said it was a pulled muscle in my spine. Later (B)(6) rheumatologist diagnosed myalgic encephalomyelitis and gp said there was no cure. So, I did research and private tests later showed lyme (borrelia bacteria infection).